Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a ventricular fibrillation (vf) episode there was a sensing issue with the right ventricular (rv) lead. It was noted that the patient had a "seizure" that correlated with the episode and it was unknown if the lead was over/under sensing was or if it was seizure artifact. The lead remains in use. No patient complications have been reported as a result of this event.